Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the gallbladder for cholelithiasis during a biliary tract stone removal by endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was reported that when the basket was inserted into the bile duct, the handle suddenly fractured, causing the basket to be stuck in the bile duct and unable to be removed. After series of emergency operations, the fractured basket was successfully removed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.